Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 54 mg/dl at the time of incident. Customer stated that while troubleshooting loss of communication. Customer stated that they taken orange juice for the correction. It was unknown whether customer was on auto mode or not. The insulin pump will not be returned for analysis.